Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional test was performed and passed. Nordic bluetooth pairing test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint for serial number (B)(6) within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss over an hour is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).